Event description:
A patient reported to gore that he has experienced multiple recurrent hernias after having been implanted with gore polypropylene hernia mesh for the treatment of an abdominal hernia following a pancreas transplant. The patient alleges that the mesh is ¿splitting, breaking in half¿ causing the hernia recurrence. He reports that he has undergone two subsequent surgeries to address the recurrent hernias and alleges that there are pieces of mesh that were not able to be removed. The patient also alleges that he is experiencing abdominal pain and is in contact with the transplant center.

Manufacturer narrative:
Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: medical records dated (B)(6) 2010, indicate that the patient underwent a pancreas transplant in 2008. Operative report (B)(6) 2010 indicates: ¿mesh was placed in a subfascial position using interrupted #1 prolene. The peritoneum was then closed beneath this to protect the bowel." Discharge summary dated (B)(6) 2010, provided the following pre-operative information: patient "is noted to have a symptomatic umbilical hernia and on exam to have a ventral hernia as well." Medical record dated (B)(6) 2010: indicated that patient presented with abdominal pain at surgical site. Final diagnosis: "postop seroma." Operative report dated (B)(6) 2010, indicates patient "was coughing significantly after the surgery [6/2/10 surgery] and at one point felt something pop. He then developed a bulge at the area previously seen in clinic and agreed that he had a recurrent hernia." Procedure in detail indicated that "it appeared what had happened was the lower half of the mesh had torn completely with all sutures in tact, but the mesh was not." A new polypropylene mesh (same lot # as mesh placed (B)(6) 2010) was placed using #1 prolene. It is not noted in the record if the if mesh placed on (B)(6) 2010 was removed. Emergency department record dated (B)(6) 2010 indicates: "6 weeks ago he had an incisional hernia repair with mesh which he subsequently ruptured and 2 weeks ago had a revision of his hernia repair." Radiology note dated (B)(6) 2010 indicates: "a small apparent defect still remains midline in the lower abdomen measuring 2.2 cm across." Discharge summary dated (B)(6) 2010 indicates: ¿chief complaint: abdominal pain¿, ¿major surgical or invasive procedure: abscess debridement¿, ¿brief hospital course¿ summary indicates: ¿the wound was debrided, cultured and packed with saline infused gauze.¿, and ¿discharge diagnosis: abscess in the subcutaneous fat overlying the previous ventral hernia repair.¿ there was no information to indicating that either mesh has been removed. The instructions for use for provides the following warning and addresses possible adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ ¿when suturing/ stapling / tacking the gore polypropylene hernia mesh to the host tissue, careful attention should be taken to avoid excessive tension between the mesh and host tissue.¿

Manufacturer narrative:
Added explant date for gore mesh implanted on (B)(6) 2010. Added additional medical records. Additional details regarding the patient¿s clinical course were ascertained from a review of medical records and are as follows: medical records dated (B)(6) 2010 indicate that the patient underwent a pancreas transplant in 2008. Operative report dated (B)(6) 2010 for an incisional hernia repair indicates: ¿¿the old midline incision was opened. Using sharp dissection, the fascia was opened. The hernia was revealed. The fascia was opened and the bowel was taken down circumferentially to leave a sewing ring. The peritoneum was then dissected off of the anterior abdominal wall. Mesh was placed in a subfascial position using interrupted #1 prolene. The peritoneum was then closed beneath this to protect the bowel. In addition, a piece of omentum was tacked up again to protect the bowel. The mesh was then laid and then tied down. The subcutaneous tissue was closed with interrupted vicryl. The wound was closed with staples. The patient tolerated the procedure well. There were no complications.¿ discharge summary dated (B)(6) 2010 provided the following pre-operative information: patient "is noted to have a symptomatic umbilical hernia and on exam to have a ventral hernia as well." Medical record dated (B)(6) 2010: indicates: patient reports no fevers chills patient does not have true abdominal pain on palpation. Patient been feeling well since. This is likely postop seroma. We will consult transplant. Final ed diagnosis 1: postop seroma¿. A physician letter dated (B)(6) 2010 states: ¿he was seen in the office last week and was noted to have a small amount of serous drainage. Since his last visit, he has had no further drainage but has noted development of subcutaneous collection in the incision.¿ ¿his incision is healing well without any evidence of infection. There is subcutaneous ballottable fluid collection. This is minimally tender to palpation. There is an area of firmness approximately in the 7 o¿clock position, which is not particularly tender and is not reducible. I do not feel that this represents a defect in the closure or incarcerated bowel.¿ ¿¿there is no evidence of hernia recurrence or bowel obstruction.¿ a physician letter dated (B)(6) 2010 states: ¿he returns this week for a wound check. He does report the day after our visit he had significant abdominal pain requiring tylenol, which resolved on its own.¿ ¿he has had no drainage from the incision, but he does note that the bulging seems to be bigger.¿ ¿with valsalva maneuver, he is able to increase the size of the protrusion which I can easily reduce. There is minimal tenderness associated with this. He has no peripheral edema.¿ ¿I am concerned that he has had a recurrence of his hernia.¿ operative report dated (B)(6) 2010 indicates patient "was coughing significantly after the surgery [(B)(6) 2010 surgery] and at one point felt something pop. He then developed a bulge at the area previously seen in clinic and agreed that he had a recurrent hernia." The records indicate that on (B)(6) 2010, a recurrent incisional hernia repair was performed. Procedure in detail indicated that "it appeared what had happened was the lower half of the mesh had torn completely with all sutures intact, but the mesh was not. We then using interrupted circumferential #1 prolene sewed a new mesh in place taking good fascial bites." The records indicate the mesh placed on (B)(6) 2010 was removed, and a new polypropylene mesh (same lot # as mesh placed (B)(6) 2010) was placed using #1 prolene. A physician letter dated (B)(6) 2010 states the patient ¿¿underwent kidney-pancreas transplant on (B)(6) 2009. His postoperative course was complicated by late hernia for which [he] underwent revision. This hernia revision was complicated by tearing of the mesh, requiring a second operation. He comes in today with a little bit of drainage from the wound. He otherwise feels fine.¿ ¿there is some leakage around the wound for which we placed a stitching.¿ ¿obviously, a concern for development of infection is there.¿ the records indicate the patient was placed on antibiotics. Emergency department record dated (B)(6) 2010 indicates: "6 weeks ago he had an incisional hernia repair with mesh which he subsequently ruptured and 2 weeks ago had a revision of his hernia repair." Radiology note dated (B)(6) 2010 indicates: "a small apparent defect still remains midline in the lower abdomen measuring 2.2 cm across." Abdominal CT results dated (B)(6) 2010 state: ¿he was seen earlier [in] the day in clinic for wound evaluation. After his clinic appointment, he reports acute onset of abdominal pain. Pain originating from the incision and then to the rlq.¿ ¿air-fluid collection with rim enhancement in the subcutaneous fat overlying the area of the recent ventral hernia repair measuring 3.5 cm (ap) x 6.4 cm (transverse) x 9.4 cm. Appearance concerning for abscess. There appears to continue to be a small ventral wall defect measuring 2.2 cm, but no bowel is contained in the hernia. Apparent inflammatory changes of adjacent bowel.¿ discharge summary dated (B)(6) 2010 indicates: ¿chief complaint: abdominal pain¿, ¿major surgical or invasive procedure: abscess debridement¿, ¿brief hospital course¿ summary indicates: ¿the wound was debrided, cultured and packed with saline infused gauze. He remained afebrile overnight with virtually no pain requirements. The wound dressing was changed and wound care at home was arranged¿¿ patient was discharged in a stable condition the following day (B)(6) 2010 with the understanding that a wound vac would be placed. ¿discharge diagnosis: abscess in the subcutaneous fat overlying the previous ventral hernia repair.¿ a physician letter dated (B)(6) 2010 states the patient ¿...underwent pancreas transplant on (B)(6) 2008. His postoperative course was complicated by late hernia for which he underwent repair and developed a mesh fracture requiring reoperation and repair. He then developed a wound infection and we are now treating him for the wound infection. He says he is feeling fine¿there is no drainage.¿ ¿on physical exam¿there is a defect in his abdominal wound, which has had a vac on it. The wound is healing.¿ a physician letter dated (B)(6) 2010 states the patient ¿¿developed a late abdominal hernia, which was repaired with mesh. This was complicated by dehiscence and reoperation. His wound is currently granulating in.¿ a physician letter dated (B)(6) 2010 states: ¿he comes in today with a granulating wound that is healing well. He is eating well, moving his bowels. His abdomen is soft, nontender, and nondistended.¿ a physician letter dated (B)(6) 2011 states: ¿he had a hernia repair in (B)(6) 2010 and had to have another repair in (B)(6). He had some wound problems but cleared now and well healed. He is having very mild abdominal pain lately.¿ the letter refers to evaluation by another physician and states: ¿¿he told him he doesn¿t think that the hernia is back and he will see him again in one month.¿ operative report dated (B)(6) 2012 indicates the patient underwent ¿hernia repair with mesh, component separation¿ for a diagnosis of ¿recurrent hernia¿. The procedure is described as follows: ¿¿complicated ventral hernia. This has been repaired twice in the past with a recurrence each time. It is reducible, however, it has been growing and causes discomfort.¿ ¿¿the hernia sac really consisted of the last placed mesh which had pulled away from the superior aspect of the incision. This was freed to the level of the fascia bilaterally. We peeled the mesh off the fascia at the 9 o¿clock position and found that there was only 1 area of bowel adhesed to the mesh at approximately the 3 o¿clock position. The mesh was separated from the fascia circumferentially to this point. There was a small amount of deserosalization of the bowel in this area. Final decision was to leave a small piece of well-incorporated mesh on the bowel. Sutures were placed to reinforce the areas of deserosalization. There was no evidence of an actual enterotomy. At this point, the bowel was entirely freed from the intraabdominal wall as well as the omentum.¿ ¿once the fascia was closed, an on lay mesh polypropylene was attached to the lateral aspect of the external oblique aponeurosis bilaterally and to the anterior rectus sheath in the midline.¿ ¿¿taken to recovery in good condition.¿ the records indicate the gore mesh placed on (B)(6) 2010 was removed. It was also noted that gore polypropylene mesh 4ppm250355/lot# huvk1358 was used in the procedure. However, there is a product sticker for bard mesh 10x14 (26cmx38cm) with lot number huvk1358 adhered to the record. Additionally, ¿huvk1358¿ is inconsistent with gore¿s lot number nomenclature. A physician letter dated (B)(6) 2012 states: ¿ he still complains of some pain at his hernia repair site especially with movements.¿ it also states: ¿he also have a chronic problem of his left big toe, which he has seen a podiatrist for about a year. He still has pain and swelling of the toe. He had an MRI done which showed possible chronic osteomyelitis. He is not taking any antibiotics currently.¿ a physician letter dated (B)(6) 2013 states: ¿he underwent debridement and bone biopsy. His cultures, universal pcr, and bone biopsy were all unremarkable. Antibiotics were subsequently discontinued.¿ the letter also states ¿abdominal pain at his hernia repair site.¿ medical record dated (B)(6) 2013 states: ¿reason for visit: this is a follow up visit in the transplant infectious diseases clinic for a patient with a recent history of clostridium difficile infection.¿ reference to imaging indicates ¿normal appearance of the transplanted pancreas, ventral hernia and enlarged prostate gland.¿ physician letter dated (B)(6) 2014 states: ¿his abdomen is soft and nondistended. His incision is intact. With valsalva, he does appear to have some diffuse bulging of the midline, but no distinct hernia.¿ ¿he had a CT scan performed last (B)(6) that demonstrates the fascia underneath the onlay mesh is likely separated, but the mesh itself appears to be intact.¿ a physician letter dated (B)(6) 2014 states: ¿he returns today to address his ongoing complaints of abdominal pain and bulging¿I repaired a recurrent incisional hernia two and a half years ago. He has had symptoms of pulling and heaviness just to the right of his umbilicus and a small amount of bulging. CT¿s demonstrated that while the mesh is still likely intact, the underlying fascia has pulled apart. We note that over time mesh can stretch and this may likely be the etiology of his symptoms.¿ ¿on examination today¿his incision is well healed, although he does have somewhat of a bulge to the right of the umbilicus and just inferiorly. I cannot palpate a hernia defect and there is nothing reducible per se. He has no particular tenderness, but some sensitivity in this area. He has no peripheral edema.¿ the letter states the patient ¿¿has recurrent symptoms related to his incisional hernia¿also, given that he remains on immunosuppression and that this is a fourth time repair, the likelihood of recurrence is higher.¿ medical record dated (B)(6) 2015 states: ¿he has some diffuse abdominal discomfort. Of note, he has an abdominal hernia and has had three prior surgeries, and he does not feel that this pain is related to the hernia in any way.¿ physician letter dated (B)(6) 2016 states ¿his course most recently has been complicated by c. Diff colitis, which has been recurrent.¿ ¿ he finished treatment in (B)(6) and has been symptom free since then.¿ ¿other than this, he feels well.¿ the instructions for use for provides the following warning and addresses possible adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ ¿when suturing/ stapling / tacking the gore polypropylene hernia mesh to the host tissue, careful attention should be taken to avoid excessive tension between the mesh and host tissue.¿

Manufacturer narrative:
A review of the manufacturing records verified that the lot met all pre-release specifications. Therefore, the evaluation codes should be changed to the following: (B)(4).

Event description:
This report is being submitted as follow up 1 to MFR. Report 3003910212-2014-00010.